Event description:
Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. The nozzle unit in the air gas module was found to be defective and it was solved by replacing it. The nozzle unit in the air gas module was replaced but not returned for investigation as the part was returned to the sites technical support engineer. No device logs were provided. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).